Event description:
The customer reported he has been experiencing high and low blood glucose between 40 to 60 mg/dl and he also has been hospitalized in the past. Customer initially had called to report that the transmitter is not blinking when connected to the changer. The changer has been replaced but issue persists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.